Event description:
It was reported that during central processing, one side of the force bipolar instrument grasper was hanging. There was no reported injury.

Manufacturer narrative:
The force bipolar has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.1250" x 0.0900" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do show damage. The molded insulator was broken. Additional observation related to customer reported complaint: the instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.0790" in size.